Manufacturer narrative:
The insulin pump passed functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests. The insulin pump was unable to down load due to alarm in history. The insulin pump had a corrupted history file.

Event description:
It was reported that the customer was in the emergency room due to hyperglycemia and her blood glucose was 596mg/dl. The mother stated that the customer experienced nausea, vomiting, and ketones. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the mother to change the entire infusion set and reservoir. Performed the high pressure test and the test failed twice. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.